Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient underwent treatment of and aneurysm of the internal carotid artery posterior communicating artery. Vessel tortuosity was normal. The patient had no problems with recovery and didn't experience any symptoms related to the event. Prior to coil non-detachment, there were no issues encountered. It was noted that the pushwire was bent a little as it was pushed/pulled back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the coil failed to detach. It was reported that the physician attempt to detach the coil with the instant detacher 3 times. The physician did not try to detach with another instant detacher. There was one manual attempt at detachment via hypotube. It was unknown if there was any issue with the instant detacher. The device was prepared as indicated in the package insert.